Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain one or more cycles advances to the next fill when slow / no flow occurred above the minimum drain volume threshold and insufficient drain - false empty detect and use error - inappropriate bypass of the low drain volume alarm. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice machine, an issue of an increased intraperitoneal volume (iipv) event was found in the therapy logs: on (B)(6) 2011 at 21:22:59 with a drain volume of 3103 ml during cycle 5. There has not been any injury or medical intervention reported.